Manufacturer narrative:
Occupation = non-healthcare professional - unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a cook bakri postpartum balloon with rapid instillation components was leaking. The device was inserted using sponge forceps and the user reported only touching the shaft of the device, not the balloon material itself. The balloon was inflated to 350ml with saline and leakage was noted through a pinhole at the bottom of the balloon. Reported blood loss prior to device deployment was 600ml, reported blood loss after device deployment and leaking was 400ml. Based on the reported ebl (estimated blood loss), the patient had a total of approximately 1000ml total blood loss. This total contradicts the reported total that the patient had an estimated blood loss of approximately 2500ml. The user noted that there were many active hemorrhagic spots and the hemostatic effect of balloon did not function as intended. Hemostasis was achieved after the user sutured the mid and lower segment of the uterus. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: it was reported that a cook bakri postpartum balloon with rapid instillation components was leaking. The device was inserted using sponge forceps and the user reported only touching the shaft of the device, not the balloon material itself. The balloon was inflated to 350ml with saline and leakage was noted through a pinhole at the bottom of the balloon. Reported blood loss prior to device deployment was 600ml, reported blood loss after device deployment and leaking was 400ml. Based on the reported ebl (estimated blood loss), the patient had a total of approximately 1000ml total blood loss. This total contradicts the reported total that the patient had an estimated blood loss of approximately 2500ml. The user noted that there were many active hemorrhagic spots and the hemostatic effect of balloon did not function as intended. Hemostasis was achieved after the user sutured the mid and lower segment of the uterus. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. Complaint device was returned for evaluation. A function test was performed by inflating the balloon with water. No leak was observed. Visual examination did not observe any damage to the device. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows two other complaints associated with the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." The complaint could not be confirmed, as the failure could not be re-created with the returned device. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.